Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the distal circumferential fracture identified during visual analysis probably contributed to the fiber stopped working event. The reported event is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the fracture occurred due to elevated temperature near the laser beam output window. Analysis identified moderate detritus adhesion on the metal cap surface probably contributing to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that there was a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The glass cap exhibits some significant devitrification at output window. The metal cap exhibits some significant charred detritus adhesion on surface which is indicative of tissue contact. The connector cone, segments and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. Labeling review: a review of device instructions for use (IFU) was performed. The IFU state: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on analysis result and information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further.

Event description:
It was reported that after 76,500j and 10:53 minutes of fiber a message of fiber expired occurred and the fiber stopped working. The fiber was returned and analysis identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.

Event description:
It was reported that after 76,500j and 10:53 minutes of fiber a message of fiber expired occurred and the fiber stopped working. The fiber was returned and analysis identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.

Manufacturer narrative:
B2 event date - corrected to reflect first of month as the exact event date is unknown h10 corrected investigation conclusion section below to complete the last sentence. Investigation summary: with all the available information, boston scientific concludes that the distal circumferential fracture identified during visual analysis probably contributed to the fiber stopped working event. The reported event is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the fracture occurred due to elevated temperature near the laser beam output window. Analysis identified moderate detritus adhesion on the metal cap surface probably contributing to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that there was a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The glass cap exhibits some significant devitrification at output window. The metal cap exhibits some significant charred detritus adhesion on surface which is indicative of tissue contact. The connector cone, segments and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. Labeling review: a review of device instructions for use (IFU) was performed. The IFU state: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on analysis result and information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.